Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This literature is from (B)(6) hospital and (B)(6) medical university. This case is 7th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. The lesion was not an isr but it was a cto lesion. The diameter of the vessel and the lesion length were unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, three cypher bx (size and lot unknown) were implanted. The total stent length was 83mm and the diameter of the stent was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. At the first follow-up (6-9 months after the implant) angiogram, the stent fracture and restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site and the angiographic pattern of restenosis was focal type. The %ds was 75% and popma et al classification was iii. To treat the restenosis, taxus (details unknown) was implanted.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2010-01002 and 9616099-2010-01003 additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information contained in a literature review indicated that a patient experienced stent fracture with separation and restenosis after having coronary artery stents implanted. 'Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation.' This case is 7th of 29 events. The indication for the index procedure was stable coronary artery disease. The target lesion was right coronary artery (rca). The only lesion characteristic provided was that it was a chronic total occlusion. There is no other information available. Before the event occurred, three cypher bx stents (size and lot unknown) were implanted. The total stented length was 83mm and the diameter of the stent was 3.0mm. However, the date of the procedure and the details of the stent implantation were unknown. At the first follow-up (6~9months after the implant) angiogram, the stent fracture and restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site and the angiographic pattern of restenosis was focal type. There was 75% restenosis with stent fracture and separation. The event was treated with the implant of a taxus stent. Other details of the treatment are unknown. The sterile lot numbers for the devices are unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, and restenotic lesions. Review of the information provided suggests that these patient factors possibly contributed to the reported restenosis. The stent fracture is also a likely contributor to the restenosis at the site. Possible factors contributing to stent fractures are long lesions and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Typically the right coronary artery (rca) has more motion than other coronary arteries. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, procedural, patient, and vessel/lesion characteristics are likely contributing factors. There is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.